Event description:
Healthcare professional additionally reported alcl for unspecified side. No pathological markers were provided. The device has been explanted and replaced.

Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Healthcare professional who could provide additional information: (B)(6). The event of symmastia is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis of the returned device identified, weight to the spec and deformation. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Reason for reoperation: "with the capsular contracture present of the left breast it created superior elevation of the implant but also a medial malposition. [Patient] had slight symmastia due to this positioning." Allergan medical safety has confirmed that the previously reported lymphoma - alcl - suspected does not apply to this report/device and is being adequately captured under contralateral mrn 9617229-2022-01242. See b.6. For further details.

Event description:
Additional information noted the healthcare professional confirmed that the reported suspected alcl is related to the contralateral side and is no longer applicable to this report/device. Further reported was left side breast pain and "with the capsular contracture (baker grade IV) present of the left breast it created superior elevation of the implant but also a medial malposition. [Patient] had slight symmastia due to this positioning." Left medial capsulorrhaphy performed during explant/replacement surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported left side capsular contracture, baker grade IV. The device remains implanted.